Manufacturer narrative:
A patient reported an allergic reaction following the implantation of idys-alif device during a surgical procedure performed in 2019. The patient experienced symptoms consistent with an allergic response. This constitutes an adverse health effect that results from the use of an idys-alif device. This event is reportable as an injury.

Event description:
Patient reports an allergic reaction to the metal in an implant used in surgery.

Event description:
Patient reports an allergic reaction to the metal in an implant used in surgery.

Manufacturer narrative:
A patient reported an allergic reaction following the implantation of idys-alif device during a surgical procedure performed in 2019. The patient experienced symptoms consistent with an allergic response. This constitutes an adverse health effect that results from the use of an idys-alif device. This event is reportable as an injury. 01/09/2025: analysis conclusion - based on available records, the idys-alif cage used were conforming to clariance's specification (control report and raw material certificates). The potential for an allergic reaction is a contra-indication that is addressed in the IFU.